Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that patient had a hypoglycemic event because the strip could not be removed from the blood glucose meter port. Patient was living in a nursing home facility and when they took his blood glucose with a second meter, they noticed that his blood sugar was 30mg/dl, and therefore, the hypoglycemic patient needed to be rushed to the emergency room. The pt was treated with sucrose tabs and orange juice and even though his blood sugar was still low. During the survey, when the customer was asked about if the patient was diagnosed with severe hyperglycemia, the answer was "yes" which does not match with the case described above by the customer. According to the customer, the patient is 75 years old with a chronically coronary disease. The estimated delay of treatment is unknown tot he customer but he thought that could be 15 minutes.